Event description:
It was reported patient underwent labral and rotator cuff repair (B)(6), 2012. During the procedure, the anchor fractured upon insertion. A subsequent anchor was attempted and fractured. The surgeon was able to retrieve the fractured pieces and another unit of the same part number was used to finish the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl or tap." Evaluation of device found evidence that failure mode was due to bending overload.